Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient was seen in clinic and the implantable pulse generator (ipg) was able to be interrogated. No intervention or reprogramming was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no telemetry between the implantable pulse generator (ipg) and remote monitor. The reader was moved slowly around the implant area and a wash cloth was placed over the implant. The device remains in use. No patient complications have been reported as a result of this event.